Event description:
A bd safetyglide 1ml syringe came apart halfway through a subcutaneous heparin injection, thus splashing the remaining heparin on the patient's abdomen. The new syringes (bd safetyglide 1ml 25gx5/8) are cheap, and the luer-slip style needles are inferior compared to the old luer-lok needles. The needles have also previously given the staff problems while trying to slide the safety cap/cover up. It usually slides the needle off the syringe before you can even lock it in place. These luer-slip style needles are dangerous to staff and patients.